Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula (pch) instrument's wire was derailed and broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. Failure analysis found the primary failure of the broken pitch cable to be related to the customer-reported complaint. The broken cable segment that contains the crimp was still installed in the clevis. There was an additional observation that was reported by the site and related to the primary failure. The instrument was found to have a derailed pitch cable at the distal end. Derailed cables are attributed to a loss of cable tension. This is caused by the broken pitch cable at the distal end. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a dislodged conductor wire at the distal end. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged.